Event description:
It was reported that the customer experienced high blood glucose levels since she had gotten her replacement insulin pump. The blood glucose reading at the time of the call was 327 mg/dl. The customer stated that she had had blood glucose readings of 400 mg/dl recently. She complained of nausea and treated with the insulin pump. The insulin pump passed the high pressure test. The customer stated that she had been fasting through the night and felt that the insulin pump was not working because she knew that her blood glucose levels should not have been as high as they were; she stated that during the night the blood glucose readings were well over 300 mg/dl. The customer requested replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.